Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015 one 3.5x18 absorb scaffold was implanted in the proximal left anterior descending coronary artery (plad) and one 3.5x18 absorb scaffold was implanted in the ramus coronary artery. On (B)(6) 2016 the patient had unstable angina. A coronary angiogram found restenosis with ulcerated plaque and thrombus in the plad and timi 2 flow. The ramus scaffold was patent. Intracoronary aggribloc was given as treatment in the plad. The patient was transferred to the intensive care unit and was discharged after two days. No additional information was provided.